Event description:
It was reported that the system had a "precharge error" and the system would not start up. There is no report of injury or death associated with the event described in ths complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.